Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit high pacing lead impedance and high capture thresholds were observed. The lead was capped and replaced. The patient condition was fine after the procedure and monitoring will continue.